Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes that the device was explanted and replaced due to the advisory.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy due to af with rapid ventricular response. Programming changes were recommended. The patient was in good condition at the time of the check.